Event description:
It was reported that the left ventricular lead exhibited a high, out-of-range pace impedance value of 2048 ohms, which triggered a lead safety switch (lss) from a bipolar to a unipolar sensing and pacing configuration. The health care professional also noted loss of capture. Boston scientific technical services (ts) was contacted, and ts discussed programming options and next steps. The device and leads remain in service. No adverse patient effects were reported.